Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump receive multiple pump error alarm. The customer blood glucose level was unknown. Customer stated drive support cap appeared to be normal and the insulin pump had not been exposed to high magnetic field. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed rewind test, basic occlusion test, prime test and displacement test. However, device received stuck in the motor error loop during bolus/basal delivery and displayable history crc check failed on startup alarm confirmed in the history file. Unable to verify a broken force sensor was detected during seating or regular delivery or this alarm is generated when a power failure is detected alarms due to motor error alarm. The motor may have had an intermittent failure that was not detected during our testing. The motor was tested outside the device and passed.